Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of the zoom lever, water tightness was lost. Objective lens had a scratch. Protector of universal cord on suction connector side had a scratch. Image guide protector had a scratch. The universal cord had a scratch, suction cover had a scratch. Paint on suction cylinder was peeled. Paint on air/water cylinder was peeled. Plastic distal end cover had a scratch, suction cylinder was shaved. Control unit had a scratch, adhesive on bending section cover had a white-clouded area. Adhesive on bending section cover had a crack, adhesive on bending section cover had a chip. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to damage on the up/down knob, water tightness was lost. The control unit had discoloration and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscopes nozzle had foreign material. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The legal manufacturer was able to confirm the customer's reprocessing steps were deviated from the instructions for use; the air/water nozzle was not flushed with detergent solution. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected and prevented in accordance with the following instructions for use. Instruction for use states that detection method in pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.